Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Therefore, a root cause could not be determined for the reported dislodging. Additionally, blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause bleeding/bruising for the user. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.